Event description:
It was reported to boston scientific corp in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during procedure "prepping", after the prolieve catheter's anchoring balloon was inflated, water was observed leaking from it. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device MFR date and exp date cannot be determined. However, the lot number provided by the complainant, 615806, represents the prolieve catheter; a part of the kit. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.